Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the insertion of the distal femoral resection jig, the surgeon went to adjust the resection angle, and the black collar on the jig cracked. They were able to remove all the pieces from the surgical field and open another primary resections tray to proceed with the case. There was a short delay in the case, approximately 5 minutes. There was no resulting harm done to the patient and the broken instrument will be sent back for replacement. No further information regarding this situation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that after the insertion of the distal femoral resection jig, the surgeon went to adjust the resection angle, and the black collar on the jig cracked. They were able to remove all the pieces from the surgical field and open another primary resections tray to proceed with the case. There was a short delay in the case, approximately 5 minutes. There was no resulting harm done to the patient and and the broken instrument will be sent back for replacement. No further information regarding this situation. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from the tip of the dis fem jig - align gd assy. The broken fragment was not returned. The cracked issue can be related to the broken defect. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. The expiration date (2/27/2029) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: